Event description:
A malfunction alarm was reported with malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue arises again.